Event description:
Customer's wife reported a button error on her husband's insulin pump. The act button is not working. Also, the meter is not linking up to the insulin pump. Customer's blood glucose is 105 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the act button did not respond due to corroded keypad trace. Unable to perform the blood glucose meter test due to the unresponsive button. The insulin pump was received with minor scratched display window, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.